Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
As reported by edwards affiliate from (B)(6), this was a 26mm sapien 3 valve case by transfemoral approach. During the procedure, there was a bit of resistance when the commander delivery system was pulled back after deploying the valve. Then, it was very difficult to pull through the esheath. After it was removed, the esheath was taken out and it appeared to be damaged, the inner lining of the sheath was pushed back and the esheath was split in the middle. The difficulty was experienced when removing the delivery system after deployment and the most difficult part was when pulling the balloon back through the sheath. This resulted in a flap dissection which caused a completed blockage of flow in the right femoral. A stent was required. There was a liner delamination seen on the provided pictures.

Manufacturer narrative:
The commander delivery system was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for difficulty or inability to withdraw the delivery system through sheath was confirmed. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined during the evaluation. A review of the complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, difficulty was experienced when removing the delivery system after deployment and the most difficult part was when pulling the balloon back through the esheath. Tortuosity and the presence of calcification near the aortic bifurcation, as evidenced by the provided imagery, can create non-coaxial withdrawal angles, resulting in the distal end of the delivery system becoming more susceptible to catching onto the sheath tip and subsequently contributing to withdrawal difficulties and the observed sheath damage. The available information suggests patient (calcification, tortuosity) and procedural factors (non-coaxial withdrawal) contributed to the reported event. No corrective or preventative action nor product risk assessment is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-02550.